Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: a review of the pump¿s black box data revealed appropriately emitted cs 064 call service alarms due to occlusion during prime. No call service alarms were duplicated during testing. The rewind, load, prime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. There was no defect found during investigation. The pump was opened and no intermittent conditions were found on the motor flex.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.